Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014; 6937a-35 lead; 4965-25 lead; 4965-25 lead, implanted: (B)(6) 2013; 4968-25 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after the device alarmed due to the lead integrity alert (lia). Upon interrogation, oversensing noise was seen on the right ventricular (rv) lead with pocket manipulation. A chest x-ray showed the rv lead was not fully inserted into the header. The pocket was opened, and all the pins were assessed and reinserted into the header. After reinsertion there was no oversensing/noise. The device and lead remain in use. No patient complications have been reported asa result of this event.